Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant wasn't completely covered with bone, compromised immune resistance, bone resorption.